Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, three percutaneous leads, and two extensions, on (B)(6) 2010. It was reported that the pt was not receiving adequate pain relief despite multiple reprogramming sessions. She stated that the ipg site was painful and uncomfortable. The scs system was explanted on (B)(6) 2010, and returned to the MFR for analysis. No further issues have been reported.